Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned. Lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay user/patient contacted lifescan alleging that her one touch ultra was not powering on. The patient claimed that there has been no trauma to the meter. The customer care advocate (cca) noted that the battery was not replaced per the owner's manual and the patient did not have a replacement battery at the time of the call. When asked if she received any medical attention due to the alleged power issue, the patient indicated that she went to the emergency room on the event day, (unspecified time). She claimed that she had fallen unconscious and was treated with IV glucose at the hospital. The cca noted that the patient did not test before, during, or after her reported symptoms; however, it is unclear when the patient last attempted to use the meter. When the medical affairs specialist spoke with the patient the follwing month, the patient stated that she tests 4 times per day (before meals and before bed). She also takes levitron insulin (set dosages of 26 units in the morning and evening) and humalog on a sliding scale (scale not provided). The patient was unwilling to provide any additional information. It would be helpful to know when the alleged power issue started in relation to her reported symptoms, when she became unconscious, and what proceeded to her unconsciousness (activity levels, medications, meter readings/attempted tests, and meals). It was noted that the power issue was due to use error (battery was not replaced per the owner's manual). However, based on the provided information this complaint is being reported because the patient alleged falling unconscious around the same time she had a power issue with her meter. The patient was then treated with IV glucose at the hospital. The meter, test strips, and control solution were replaced.